Event description:
It was reported that 17 months after a coronary drug eluting stenting treatment procedure, the patient expired. The lesion being treated in the index procedure was a 2.4mm, 75% stenosed, 12mm long portion of the 1st obtuse marginal (1st ob marg). The physician treated the lesion with predilatation and successful placement of a taxus express2 2.5x12mm study stent in the target lesion. There were no reported complications. The patient was discharged the next day on plavix and aspirin. 17 months after the initial procedure, the patient expired. Per death certificate, the cause of death was cardiopulmonary arrest.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.